Manufacturer narrative:
The reported complaint of the autopulse displayed "system error, out of service, revert to manual CPR "upon powering up of the device was confirmed during the initial functional testing and review of the archive data. The root cause of the issue was due to the defective processor board. The defective processor board was replaced to remedy the issue. Following service and repair, the autopulse was tested functionally and passed with no issue or faults observed. Visual inspection was performed found the head restraint bracket, motor cover and encoder cover were damaged. The battery partition cover was missing the autopulse platform is a reusable device and was manufactured on 06/29/2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Initial functional testing could not be performed due to the autopulse exhibited "system error" 136 (internal parameter corrupted) error message upon powering up of the device. The archive data revealed a system error 136 occurred on (B)(6) 2017, rather than on the reported event date of (B)(6) 2017, thus confirming the reported complaint. In addition and unrelated to the reported complaint, the head restraint bracket , encoder cover , motor cover and battery partition cover were replaced to remedy the issue found during the visual inspection. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check , the autopulse displayed " system error , out of service , revert to manual CPR " error message. No patient involvement on this event.